Event description:
It was reported that this pacemaker recorded a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) was consulted and upon review it was noted that the stored pmt was a false positive due to an atrial tachycardia. Ts also noted far field signals on the right atrial (ra) lead channel of the presenting egm; however, these were appropriately blanked by the device. Ts advised on programming enhancements. No adverse patient effects were reported.